Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system's measurements were off causing the wrong intraocular lens power to be used in a toric cataract surgery. After the lens was implanted the surgeon noted not being happy with the way it was positioned and corrected was "off". The surgeon explanted the lens and exchanged the lens with another one which was accurate and readings are good postoperatively. The patient is doing well and the surgeon believes the system picked the wrong lens model initially.